Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 400 mg/dl to 600 mg/dl. The pump supplies were changed to address the issue and the elevated bg levels and insulin delivery was resumed.